Event description:
The customer reported that during set up of the kit, the operator noticed that the drip chamber of the return line was completely missing. Patient information is unavailable at this time. Caridianbct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the cause of this defect was related to a mis-assembly, where the assembler neglected to attach or install completely, a component to the set during manufacturing. Corrective/preventive action: these sets are manufactured in a flow process environment in order to minimize the likelihood of this type of occurrence. In-process inspections are used to monitor the effectiveness of the flow process, along with a statistical sample for visual inspection on assembled sets prior to sterilization. Simulated use testing is performed using random samples from each manufacturing lot of sterilized sets to verify set performance.

Event description:
Since the missing drip chamber was noticed during setup and no patient was involved at the time of setup, no patient information is reasonably known. The disposable kit will not be returned for investigation, as it was discarded.

Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.